Event description:
On (B)(6) 2012, the lay-user/patient contacted animas alleging that the pump could not maintain a date of (B)(6) 2012. The patient claimed that the pump was reverting to (B)(6) 2012. The patient did not allege any harm or injury because of the alleged issue. The alleged issue was not resolved with troubleshooting. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient alleged that the time/date setting was not maintained on (B)(6) 2012 as expected and the issue was unresolved at the time of the contact. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose (bg) values suggestive of a serious injury.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4): during investigation, the date was set to (B)(4) 2012 and was found to have reset to (B)(4) 2012 after returning to the main screen. A software issue was found to be the cause of the reported date issue.